Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va04e7u, implanted: (B)(6) 2012, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40 lot# va03lmw, implanted: (B)(4) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect, including walking sideways and crooked and falling every other day. It was noted that the patient was now doing physical therapy and the therapist didn't think it was vestibular in the ear. It was noted that since physical therapy, the falling had gotten better but was still present. It was reported that the patient¿s voice was also quieter and lower now, and the ins was still helping him sleep more. It was reported that the patient was sitting on the ride side of a car in the back side when the car was rear ended on the right side on (B)(6) 2013. The patient hit his head on seat and went to the ER same day and was looked over. It was reported that the patient didn't think they didn't any x-rays but they checked with the 8840 and said everything was fine. It was reported that the patient ¿nose-dived¿ after that. It was noted that the patient had an appointment with the hcp scheduled for the day after the report. Additional information has been requested, but was not available as of the date of this report. See also MFR rep # 3004209178-2013-12129.